Manufacturer narrative:
Report is for one (1) unknown trocar. Additional product code ¿ fzx other: UDI ¿ part number unknown, lot number unknown; UDI unknown device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the insertion handle would not allow the trocar to pass through during a nailing of a femoral shaft (using a synthes lefn nail). The surgeon requested switching out the insertion handle for a percutaneous insertion handle which was available on the back table. Alignment was checked and device passed the back table protocol testing. When the device was placed in the patient it appeared to initially align correctly but then would not align completely and only one (1) of the two (2) proximal screws could be placed. There was a 20 minute surgical delay. The surgeon completed the procedure with the one (1) screw and stated the outcome was successful. This report is for one (1) unknown trocar this is report 5 of 7 for (B)(4).